Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose, high blood glucose, and that their insulin pump alarmed no delivery. The customer's low blood glucose event was 50 md/dl and was treated with candy and then lunch. The high blood glucose event was 320 mg/dl after treating for the low blood glucose event and treated with the pump. Troubleshooting identified that there might be a site occlusion. The infusion set will be returned for analysis.